Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. The physician failed to move the lead back to its original position and decided to replace the lead. The patient was doing well postoperatively. No device malfunction was suspected. The explanted lead was discarded by the medical facility.

Manufacturer narrative:
Exact date unknown, event occurred a month prior to the procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. The physician failed to move the lead back to its original position and decided to replace the lead. The patient was doing well postoperatively. No device malfunction was suspected. The explanted lead was discarded by the medical facility.